Event description:
A trilogy evo ventilator was returned to the manufacturer for periodic maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The area around the device's muffler assembly was replaced to address the issue. Maintenance activities included replacement of the inlet foam filter and particulate filter to prevent failure. The software was also upgraded.